Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the scs patient underwent an explant procedure as part of an elective system upgrade. The patient had not been charging the device as required, resulting in frequent stimulator shutdowns. Based on this, the physician determined that a primary cell device would be the most appropriate option. There were no device malfunction and no allegations against the device. In accordance with facility policy, the explanted device was retained by the facility and will not be returned. No postoperative adverse effects were reported.